Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist the patient experienced pain and irritation at the abutment site and subsequently was treated with a steroid cream (date not reported). The patient is being clinically managed by the health care provider.